Event description:
It was reported that the procedure was to treat the common iliac artery with heavy calcification, moderate tortuosity and 75% stenosis. The 12x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion without issue. The balloon was attempted to be inflated but the pressure of the indeflator did not increase so the balloon was removed. It was found there was a leak near the wire lumen. A new armada 35 was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information reported through the complaint report, a conclusive cause for the reported leak could not be determined. Possible factors that may contribute to a leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.